Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed to fully expand the valve. When bringing the non-medtronic balloon down, the balloon was pulled back and dislodged the valve out of position. The valve was snared into the ascending aorta and a second valve was successfully implanted. No further adverse patient effects were reported.